Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: an industry customer in (B)(6) notified biomérieux of obtaining a potential misidentification result in association with the vitek® ms instrument (ref. 410895, serial# (B)(4) using software version v2.0 industry. The vitek® ms instrument identified the isolate as clostridium bifermentans. The customer stated clostridium bifermentans is a strict anaerobic organism. The customer indicated the isolate was cultured under both aerobic and anaerobic conditions. This showed the isolate is a facultative anaerobe, not a strict anaerobe, indicating the clostridium bifermentans identification was incorrect. As there is no patient associated with this industry strain, there is no adverse event related to any patient's state of health. Biomérieux has initiated an internal investigation.

Manufacturer narrative:
And internal investigation was performed following notification from a customer in australia that they obtained a potential misidentification result in association with the vitek® ms instrument (ref. (B)(4), serial# (B)(6)) using software version v2.0 industry. Investigation: complaint analysis: the complaint analysis did not reveal this issue as a systemic quality problem. Fine tuning: the customer is using an obsolete version of vitek ms system. This site is in version1; it is an old version and has to be updated in version 3. It is not possible to define the fine tuning status during the customer¿s test (there is no available tools to do this kind of analysis with vitek ms v1). Spot preparation quality: the customer¿s spot preparation quality seems to be good. Knowledge base (kb) review: the expected identification is unknown as no reference method was done. Sample data analysis: according to data provided, the misidentification result was obtained from spectra having a low identification score. By reprocessing the customer data with vitek ms kb v3.0 and kb v3.2, the spectra gave "no identification" results for both kbs. So, there is neither a discrepant result nor potential misidentification. It could be species not present in vitek ms databases. The vitek ms system of this site is in version1; it is an old version and has to be updated in version 3. A field corrective action (fca-3135) was sent on 10-oct-2016 with a customer letter, and the deadline of the actions were planned on 10 oct 2017. The required actions were as follows: « required actions: 1. Please immediately acknowledge receipt (ar) of this fca. 2. If necessary, translate the attached product correction notice and distribute it to the concerned customers (see table 1) in order to receive the information associated with this fca. Letter acknowledgement may not be required for all fcas to track effectiveness at the local level. Determine if customer acknowledgement is required based on your local regulation. If required, maintain the customer acknowledgement within the customer letter. If not required, you may eliminate the customer acknowledgement from the customer letter prior to distribution. 3. Make sure that the documentation associated to the systems are translated and available on the approved languages request by your local regulation. Otherwise, wait until the translation is available. 4. Install the new software vitek ms v3 and myla 4.3 on all the industry systems already installed or on all the systems you might have in your inventory. 5. Install the software vitek ms v3 and myla 4.3 on all the industry system you might order in the future. 6. After all actions above are complete, please return the acknowledgement of completion (ac) for this fca. All actions should be completed 10-oct-2017. » expected identification after investigation: the expected identification is unknown as no reference method was performed. Conclusion: system limitation (species not present in any ivd vitek ms knowledge base)